Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the outcome of this peritonitis event is unknown. Action with pd therapy was not reported. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). The fungal peritonitis occurred approximately ¿one year ago.¿ the sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.